Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: "rt said red alarm saying safety came on, then followed by watchdog error on screen, they restarted vent but same errors (2x safety alarms, 2x watchdog)". No patient harm.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Additional information added in follow-up #1 (B)(4). Field b4, g6, h2, h3, h6 and h11. Updated. During ventilation the ventilator went into safety mode and alarmed with respective tfs. Never the less, the event did not cause or contributed to a death or serious injury. During safety mode, the ventilation is not interrupted but the device must be either re-started or exchanged. The patient could be transferred to a different ventilator in a planned manner and the device alarms consequently about the safety mode. The root cause of the event was deemed to be a software issue. In agreement with the FDA, UDI numbers (field d4 in this form) are only provided for incidents that have been initially reported by hamilton medical ag since october 1st, 2023.

Event description:
The following was reported to hamilton medical ag: "rt said red alarm saying safety came on, then followed by watchdog error on screen, they restarted vent but same errors (2x safety alarms, 2x watchdog)." No patient harm.